Event description:
The customer reported that during the first application of the device, the jaws could not be re-opened while applied to tissue. Additional questions have been asked relating to the device and incident. To date, the site contact has not provided additional information.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.